Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ rupture: not observed. Additional observations: ¿ deformation is observed. ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported pain and intracapsular device rupture, diagnosed by ultrasound. Physician confirms left side device rupture diagnosed by palpation and ultrasound . Device has been explanted and replaced with a non-allergan device. This relates to the left side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side pain and intracapsular device rupture, diagnosed by ultrasound. Device remains implanted.